Manufacturer narrative:
It was reported that burn damage was noted on the programmer. No changes or interventions were performed. There were no patient consequences. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter. One of the green contact sticks was burnt. Upon opening the transmitter the main pcb board was found to be burnt as well. Due to the damage, the unit was not able to power on.

Event description:
It was reported that burn damage was noted on the programmer. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.